Manufacturer narrative:
(B)(4). Returned meter, test strips and control solution evaluated with no defects found. Most likely underlying root cause; user had poor technique.

Event description:
Consumer complaint of high control test results. Expected fasting blood glucose test results range is 80 to 90 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Control tests performed during call on (B)(6) 2015 produced result of 113 and 208 mg/dl. Control test not within acceptable range fo 88 to 118 mg/dl. Control level two lot # 5a2a42 manufacturer's expiration date is 11/30/2016 and open date is (B)(6) 2015. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 11/30/2016 and open vial date is (B)(6) 2015. Recall test results performed non-fasting from the meter memory: 282 mg/dl (B)(6) 2015; 219 mg/dl (B)(6) 2015; 242 mg/dl (B)(6) 2015; 136 mg/dl (B)(6) 2015; 201 mg/dl (B)(6) 2015. Adverse event not reported.